Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a draining wound under the lifevest equipment. Patient described the area as under left breast approximately 7cm by 3 cm. There was no alleged device malfunction contributing to the wound. The patient¿s wound care nurse applied a hypoallergenic foam to the open wound. Outcome of the open wound is unknown as follow up attempts were unsuccessful.